Event description:
Boston scientific (bsc) received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded atrial undersensing.it was reported that during atrial flutter response (afr) episodes,the atrial-ventricular (av) delay was longer than the optimized fixed value of 160 ms, the rate smoothing feature was on in some episodes,and there was possible loss of ventricular capture observed in a stored electrogram (egm).it was also noted that despite atrial tachycardia response (atr) episodes numbering in the 2000's, a high percentage of biventricular pacing was noted.egm strips were faxed in to bsc technical services (ts) for review.a ts consultant explained how the device features functioned and gave reprogramming recommendations.it was reported that the atrial sensitivity was reprogrammed back to nominal.